Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Customer informed that the device was not properly seated in the docking cart, leading to complete battery discharge, which prevented the system from turning on. The customer identified and corrected the issue before service intervention, and normal function was restored. The issue occurred before device use, and no hazardous condition was identified beyond the temporary unavailability of the device.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) was not turning on. There was no patient involved.